Event description:
The distal end of the probe broke and fell into the pt's body while the surgeon was performing a laparoscopic-assisted vaginal hysterectomy (lavh) procedure using this device. The users were able to remove the broken piece of the probe during the procedure. There was no pt harm reported.

Manufacturer narrative:
The device was returned to the original equipment manufacturer (OEM) for evaluation. The device was determined to have fractured 17 mm from the distal end. There was no evidence of scratches or other physical damage at the fracture site. The manufacturing history for the probe was reviewed, and no irregularities were noted. Based upon the results of the investigation, the exact cause of the reported phenomenon could not be determined. User handling cannot be excluded as a potential contributory event. This report is being submitted as an MDR in an abundance of caution.